Manufacturer narrative:
A piece of the device was returned and breakage was visually confirmed based on the jagged edges of the needle.there was no lot number available; therefore, a batch record review for the lot number could not be conducted. A definite root cause for the bent needles could not be established with confidence. Possible root causes could be related to an event in which too much force was used when inserting the needle into the bone or a rocking motion was used while inserting/removing the needle into/from the bone. The dfu (x9585331)states, "using gentle, but firm pressure, advance the needle tip through the periosteum, into the cortex, by rotating the needle in an alternating clockwise-counterclockwise motion".since this complaint may be related to an event within the user environment, no corrective action will be taken at this time. Argon will continue to monitor in the future for similar issues.

Event description:
Bone biopsy needle broke off from driver & remained lodged in bone. Extraction attempted without success. Ortho consult. They too attempted bedside extraction without success. Patient brought to or for removal. No complications.